Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. Customer's blood glucose level at the time 315mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)